Event description:
It was reported through a svc report that the wheel fell off. No adverse consequences or injuries were reported.

Manufacturer narrative:
Wheel. The user facility reported the cot was rolled over hole in pavement and the wheel snapped.